Event description:
It was reported that a patient died in his home and the relationship to the vns device was unknown. It is unknown if an autopsy was performed and the patient was buried with the device implanted therefore, it will not be returned for product analysis. There were recent laboratory tests in the past three months. The vagus nerve was not preserved or removed. The patient was not receiving therapy at the time of death as the device was programmed off on (B) (6) 2006, due to a lack of efficacy. Patient was taking keppra and gabapentin at the time of death. The last known AED plasma levels are unknown. Good faith attempts to obtain a copy of the patient's death certificate are currently being made.